Event description:
The pt underwent an interventional procedure. The physician attempted arteriotomy closure with the closer tsl 6 fr. Device. Closure was successful with slight oozing noted at the site. When the pt was transferred to the stretcher mottling of the leg and diminished pulses were noted. An angiogram was performed and an occlusion, which looked dissected, was noted. The pt was taken to surgery and a fem/fem bypass was performed. Surgery was successful and the pt recovered without further incident.